Manufacturer narrative:
(B)(6). (B)(4). The customer evaluated the ventilator and determined that replacing the user interface module fixed the reported issue.

Event description:
The customer reported that during pre-use check, the ventilator touchscreen is dark and only the leds are lit. No patient involvement.